Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bilateral oophorectomy. Eua (examination under anesthesia), laparoscopy, endocervix curettage (end cervical mucosa and mucus) and endometrium curettag (inactive endometrium) was done. D&c, hysteroscopy, essure tubal cauterization applicable all implants were done. Concurrent conditions included overweight, fibroids, adenomyosis, endometriosis externa, uterine enlargement, polycystic ovaries and pelvic inflammation. Concomitant products included metronidazole. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced headache ("hormonal changes (describe: headaches)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain abdominal"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast") and bacterial infection ("infection (bladder/urinary tract/vaginal) type:bacterial"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain") and vaginal infection ("vaginal infections"). The patient was treated with ibuprofen and surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, headache, vulvovaginal mycotic infection, bacterial infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the essure coils were inserted per protocol in both the ostla until about 2 ½ coils were extending outside. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: right ovarian simple cyst. Intra uterine device in place(essure). Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case,the following ones were confirmed in patient's medical records:severe pelvic pain, dysmenorrhea, dyspareunia, menorrhagia. Amendment: the report was amended on 14-dec-2018 for the following reason: medically significant and intervention required ticked for events vaginal hemorrhage and menorrhagia. Incident category was updated. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.